Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - correction. D4 primary UDI number - correction. H2 type of follow up - correction/ additional information. H4 device mfg date - correction. H5 labeled for single use - correction. H6 - additional information.